Event description:
Philips received a complaint on the heartstart mrx device indicating that the device displayed a co2 calibration error message. The customer reported that the operational test failed, and the device showed a co2 calibration error message. The remote service engineer (rse) conducted a remote evaluation of the device. Since the equipment reached its end of support on 12/31/2022, there are no parts available in stock, nor is there equipment to perform the co2 calibration. The device remains at the customer site and no further evaluation is warranted at this time.